Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of stored electrograms, the implantable cardioverter defibrillator exhibited myopotential oversensing. Programming changes were made. The patient would be continued to be monitored.